Event description:
It was reported that the graft leaked. The doctor applied topical hemostatic agent in an attempt to stop the leaking, but then the patient's arm began to swell. The graft was removed during the same surgical procedure and another was used in its place.